Event description:
Patient was to have endoscopy with video capsule placement. At the start of the procedure, the capsule delivery device was set up per package instructions. As the device was being advanced, a piece of the delivery device broke off. The broken pieces needed to be retrieved with separate instrumentation. Patient required transfer to higher level of care for procedure.